Event description:
Patient family member called lfs on pt's behalf alleging that pt's meter was reading inaccurately high. The patient reported feeling ill and eventually passing out. Pt had obtained a "141 mg/dl" on their meter and approximately within 10 minutes later the paramedics obtained a reading below "30 mg/dl". The treatment administered was through an IV. It is unk if the treatment was administered by the paramedics or at the hosp. No info was provided regarding the patient's diabetes medication regimen. It is unknown if the patient took any medication prior to or close to when patient obtained the blood glucose reading of "141 mg/dl" and to when patient started having their symptoms. The customer service representative walked patient's family through a successful check strip test. No control solution test performed, since the solution had expired. Based upon the significant difference between pt's meter reading and the paramedic's meter reading and pt's symptoms, the meter may have contributed to the adverse event. The customer service representative replaced the meter and control solution. The medical affairs specialist mailed a letter after two unsuccessful phone call attempts.